Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). --contacted with the sales rep today via phone, this event occurred in one procedure. Note: related events reported via 2210968-2024-00522 and 2210968-2024-00523.

Event description:
It was reported that a patient underwent an unknown procedure due to a facial injury on (B)(6) 2023 and suture was used. During the procedure, after anesthesia, the doctor took out the needle before suturing. It was found that the problem of pulling off suture needle had happened and could not be used. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.